Event description:
While surgeon was removing the trocar from the patient's abdomen, the covidien versaport fixation cannula (5mm short) broke in half with plastic debris. Not sure which trocar it was, but the labels of all trocars and broken trocar was sequestered.